Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, ce eluting coronary stent systems instructions for use as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous lesion proximal left anterior descending artery that was 80% stenosed. Pre-dilatation was performed with,1.5x 12 mm and 2.0 x 12 mm mini trek balloons at 8 atmospheres. A 3.0 x 28 xience xpedition stent was deployed at 10 atmospheres. During removal of the stent delivery system, a dissection was observed at the distal end of the stent. A 3.5 x 28 mm xience xpedition stent was used to successfully cover the dissection. The results were very good with timi iii flow without any residual stenosis. No additional information was provided.